Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Visual examination of the instrument did not reveal any material or functional issue in terms of fracture, cracking, wearing or breakage. Functional evaluation performed with sample set screws revealed no issue with retention. Implants were easily and securely retained and removed from instrument. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the driver would not retain the set screw which slid off into the patient. Bone wax was used to retain the screw on the driver. No fragments were left in the patient. No patient complications were reported.